Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had exhibited infection and severe sepsis. Patient also experienced shortness of breath. All available information indicates that as of this time, the ICD along with the right ventricular (rv) lead remains in service. Additional information indicates that the patient was treated with intravenous antibiotics. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had exhibited infection and severe sepsis. Patient also experienced shortness of breath. All available information indicates that as of this time, the ICD along with the right ventricular (rv) lead remains in service. Additional information indicates that the patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. Additional information indicated that patient experienced atrial fibrillation with rvr due to severe sepsis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Additional information to update b5 and h6 patient codes .